Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No frozen screen, no unexpected battery power loss alarm and no failed battery alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and replace battery alarm. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. Customer report buttons were not responding. Customer report power loss alarm occurs. Customer was able to successfully clear the alarm. The customer received replaced battery test alarms with out low battery alarm. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.